Event description:
The lariat was being used to ligate the left atrial appendage. A pericardial effusion developed shortly after successful closure of the laa and upon removal of the device. There case was unremarkable up until that juncture. A pericardial drain was immediately placed and blood autotransfused from the pericardium. Bleeding was managed, however the doctor then made the decision to send the patient to surgery. The patient was placed on pump and the surgeon reported a small tear at the base of the laa that was successfully repaired. The patient was reported to be recovering normally following surgery.